Event description:
(B)(4).

Manufacturer narrative:
The device was evaluated and it was found that the battery was not charging. The battery was replaced to address this issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).